Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
Summary of investigation results received from baxter (B)(4): through microscopic examination, the particle was identified as hair. According to the (B)(6) facility, the root cause for the presence of the hair could not be determined as the luer had been removed from the syringe. Therefore, no corrective actions were necessary. Based on the investigative evidence and review of batch records, baxter (B)(4) concluded that the product lot was released without any issues during production that could lead to the reported complaint. No evidence of hair in syringes packaged in the product kits was found during the investigation. Twelve retention samples were visually inspected for defects; all twelve samples were found to be intact and free from hair or other visible defects.

Manufacturer narrative:
The device has been returned and evaluated.evaluation summary: minor cuts/tears are detected through the sewing fabric, are most likely due to suture holes. Reddish brown stains are detected on the sewing cloth. No other inconsistencies detected.

Event description:
It was reported that high thresholds were observed. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
In 2009, (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report, the ring was implanted and upon echo, it was "revealed that we still had mild-to-moderate regurgitation." Therefore, the ring was explanted and replaced with a replacement heart valve. The device history record (DHR) review was completed and there was no nonconformance found related to this event. Unsuccessful ring repair.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.